Event description:
It was reported that the package integrity was compromised. There were no adverse patient consequences. No additional information has been provided

Manufacturer narrative:
(B)(4) . Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.